Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no other information is available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded monofocal intraocular lens (iol) was found broken upon insertion. The lens was partially inserted. There was no vitrectomy, incision enlargement, or sutures required. Daily activities was not significantly affected. Through follow up it was learned that there was no patient injury and there was no medical or surgical intervention outside the standard of care performed. No further information is available.